Event description:
It was reported that during prostate procedure at 59,937 joules and 9:25 mins of use; the fiber broke was noted. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No injury to patient was reported.

Event description:
It was reported that during prostate procedure at 59,937 joules and 9:25 mins of use; the fiber broke was noted. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. No injury to patient was reported.

Manufacturer narrative:
Device evaluated by manufacturer updated h6: evaluation codes added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed, the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable, cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. It is probable that cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 10:26 am CT.the report number is being corrected from: 2937094-2018-60286to: 2937094-2018-60059